Manufacturer narrative:
Lot#: this info was not provided during initial report. Additional info has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine a mfg date without a lot number.

Event description:
The inner set screw on the ti click'x locking cap dislodged postoperatively and was protruding above the construct from a plif procedure at l4-l5. The pt noticed a small lump and x-rays confirmed protrusion of the inner set screw. Surgeon noted fusion and the left side of the construct was removed. The contralateral side was intact and not removed.